Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The devices were returned to edwards lifesciences for evaluation. Visual evaluation of the returned esheath+ device revealed the sheath shaft was slightly curved, likely as a result of use in the patient. The liner was fully expanded as designed. The distal tip was torn radially along the distal edge of the liner. The strain relief was bunched. Visual evaluation of the returned valve device revealed one bent strut on the inflow side and two bent struts on the outflow side. Dimensional testing was also performed. As the flex tip of the delivery system is the largest component that enters from the sheath, its outer diameter (od) was measured. The measurement was found to be within the specification. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed and revealed no other events relating to the reported events. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of these adverse events are not required at this time. In this case, the difficulty advancing the delivery system with valve through the esheath+ and esheath+ distal tip torn were confirmed based on evaluation of the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of manufacturing mitigations supports that the esheath+ has proper inspections in place to detect issues related to the events. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, during the transcatheter aortic valve replacement (tavr) procedure, there was some resistance experienced during advancement of the commander delivery system with valve through the 14fr esheath+. The resistance was noted to not be unusual. An existing technical summary written by edwards lifesciences captures the root cause analysis for events evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and there were four root causes that were identified as applicable to these events. The first root cause is a tortuous patient anatomy. A tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. The second root cause is calcification. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. The third root cause is undersized vessels. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. The fourth root cause is a steep insertion angle. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. In this case, a definitive root cause was unable to be determined at this time; however, it is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, and/or steep angle of insertion) may have been present during the procedure and caused or contributed to the event. Per evaluation of the returned device, the esheath+ distal tip was observed to be torn radially. The failure mode is characteristic of sheath tip tear events as described in a previous performed product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear. In this case, a definitive root cause was unable to be determined at this time; however, the failure mode may be related to improper expansion of the sheath tip during transcatheter heart valve (thv) advancement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated for this type of event. Additionally, a previous product risk assessment (pra) was performed for this type of event. Further assessment revealed the control limits have not been exceeded. Therefore, no further corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. The following section of this report has been updated: h10 (provide narrative/data). This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-04884 for details of the other event. The investigation is still ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in germany, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, there was some resistance experienced during advancement of the commander delivery system with valve through the 14fr esheath+. The resistance was noted to not be unusual. After the delivery system with valve exited the tip of the esheath+, one of the valve struts was observed to be perpendicularly bent. A decision was made to withdraw the entire system and prepare a new system. The second system was prepared and there were no issues during the second implant attempt as the second valve was implanted successfully. The patient was noted to be doing well post tavr procedure. The esheath+ device was returned for evaluation. Evaluation of the returned device revealed the distal tip was torn.